Event description:
It was reported during a system check that the error code l4-027 populated the lcd screen. The power was turned off and on to verify that the error code came back on.

Manufacturer narrative:
Info not rec'd. Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.